Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, and abnormal uterine bleeding. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy during mesh implantation. It was reported that after implantation the patient experienced pain, infection, bleeding, dyspareunia, vaginal scarring and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent an operative laparoscopy with lysis of adhesions on (B)(6) 2008, due to ovarian mass, minimal pelvic adhesions and cecal distention.